Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 41 mg/dl. The customer treated with fruit bar. At the 17 minutes mark, the customer's blood glucose reading was 46 mg/dl. At the 25 minutes mark, the customer's blood glucose reading was 49 mg/dl. The customer was advised to eat a bit of candy before he goes out and maybe leave a message to make a quick call to let someone know where he is heading before going out.